Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735736 , version 2.10 h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was registration difficulties. The manufacturer representative (rep) noted that the image being used was compressed (lossy). The rep was able to walk the site through achieving a 1.1 registration accuracy. No further information was provided. Additional information was received stating that the resolution details are as follows; the rep had them facetime them and after a 2 traces and 3 points they achieved the accuracy.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the case details, this did not appear to be an issue with the software. As per the case description, the site was having difficulties registering a patient. It was confirmed that the site was using compressed images. The field representative (rep) was able to walk the site through achieving 1.1 millimeter (mm) accuracy in registration. As per the case comments provided on 03-mar-2025, after 2 traces and 3 points, they achieved the mentioned accuracy. After help from the rep, the site was able to register the patient and achieved the 1.1 mm accuracy metric. Codes: b01, c19, d14 h2) please see section b5 for additional information and section a1-3b for patient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The surgery and manufacturer navigation was not aborted. No known impact to patient outcome. The procedure being performed was a functional endoscopic sinus surgery (fess), the issue occurred intra-operatively, and there was no surgical delay. The system was in the software task, registration, when the issue occurred.

Manufacturer narrative:
Please see section a for additional information. Patient's weight was unknown and confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.